Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material#: 302995, batch#: 5225546. Rcc received a complaint via email. Reported by our IV technician that several syringes were found to have ¿particles¿ stuck in/around the black seal. When pulling up diluent, technician noticed ¿particles¿ were floating in the syringe. The syringe was discarded and she took another syringe to pull up diluent. Again, saw particles. Upon closer inspection of anintact syringe package, some of the syringes had particles. Bd 10 ml syringe, lot: 5225546, exp: 7/31/2030.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Three samples and one photo (part number 302995, batch 5225546) were provided to the quality team for investigation. Multiple unknown white particulates were observed on the syringes in the non-fluid path, and the photo confirmed this condition with a close-up image of one syringe in a sealed package. Fourier transform infrared spectroscopy (ftir) analysis identified the most likely material as polypropylene, commonly used in the manufacturing process. This condition does not meet product specifications. The likely root cause of the foreign particulate in the non-fluid path is associated with the packaging process. Furthermore, a device history record (DHR) review was completed for the provided lot number 5225546. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect.